Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange was determined to be an improperly sized nail. The radiographic and clinical data were reviewed by a sign orthopedic surgeon.

Event description:
We became aware on 4/28/2016 that a fracture treated on (B)(6) 2014 and on (B)(6) 2015 had migrated into the knee joint. The im nail was replaced with a 11mm x 240mm, fin nail per the sign technique manual. Surgeon comments: patient operated 3rd time; femur fixed by standard sign nail; after heard wear failure (broken nail) reported by retrograde approach; due to pain in knee joint due length of nail again a retrograde fin nail passed ".

Event description:
It was reported on 01/23/2015 that a sign im nail implanted to repair a fracture of the left femur on (B)(6) 2014 was replaced due to damage at the fracture site causing the im nail to break at the distal end.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken sign im nail which resulted in the replacement implant is unknown. The original sign im nail was replaced with a 9mm x 340mm, standard nail, using two proximal screws and two distal screws. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post-market activities.